Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient¿s ins turned off by itself more than once. Electromagnet interference was reported to have happened twice when the patient¿s cell phone rang. The first time the patient felt a weird sensation and the second time the patient felt that their battery turned off. When they checked the ins they saw a sync message and a poor communication message, but they were eventually able to sync and saw that therapy was on. The patient felt a power rush going up and down their body. It was also reported that the patient¿s phone went haywire, and the patient went haywire. The patient has not felt right since getting home from the implant, and has been nauseas.

Manufacturer narrative:
This is a correction for evaluation code method, result, and conclusion. The device code has been updated to reflect the most current coding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.